Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.

Event description:
It was reported that a pt underwent a successful x-stop procedure at levels l3/4 and l4/5 and did not receive any relief from leg pain. The implants were removed approx one month after the x-stop procedure was performed. No other info was provided.